Event description:
Information was received from a consumer regarding a patient who was receiving 16 mg/ml dilaudid at a dose of 7.504 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that a healthcare provider (hcp) dropped the patient when they were supposed to get the pump filled that week. The caller asked what the emergency room (ER) could do as the patient was going through withdrawal. The consumer asked if the ER will take the pump out as they don't want to have to keep finding hcps and dealing with insurance. Additional information was received from the consumer on 2016-oct-17. The pump was alarming or beeping starting on (B)(6) 2016 and was empty about six days ago. The patient went through withdrawal on (B)(6) 2016 and nobody would take over the pump. The patient had been to the hospital 3 times and the pump was alarming every 10 minutes. The patient was given a prescription for dilaudid tablets that ran out. The patient was not going back to the hospital because they cannot help them and they don't want to be treated like a drug seeker.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.